Manufacturer narrative:
The stimulator lead was removed on (B)(6) 2021. No further issues were reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired stimulator, patient engaging in strenuous activities, using inappropriate tools, patient picking the wound, and multiple tunneling attempts have been ruled out as potential causes. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is user error-clinician since the implanting clinician did not tunnel deep enough to keep the lead from eroding upwards out of the skin.

Event description:
The patient was experiencing erosion from an implanted stimulator and had the stimulator explanted.